Event description:
It was reported that a malfunction alarm occurred. There was no information available regarding any impact on the customer's blood glucose level. The device was expected to be returned, and the customer received a replacement pump.